Event description:
This lead never made it to the target vessel and nothing was implanted in the lv. The day after the attempted implant, it was found that the pt experienced tamponade. It is unk if our lead had anything to do with this.